Event description:
It was reported that the pt had an iab placed using a right leg insertion. Thirty hrs later the pt was back in the cath lab for another procedure on the left leg. During removal of the sheath from the left side, the pt became very agitated and bent both his right and left legs. The pump's high pressure alarms went off and blood was noted in the catheter. The iab was removed, and since the pt was being weaned from the iab, it was decided not to replace it. There were no pt complications.